Manufacturer narrative:
Pump had cracked and bleeding lcd glass, cracked case at display window corner, minor scratched display window. (B)(4).

Event description:
The coaster's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer's pump had damaged screen. The customer's blood glucose level was unknown. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.